Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (no power) issue. The patient stated after being stored in her closet for three months, she replaced the battery and the pump did not power on. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.